Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that inflation issue occurred. The target lesion was located in the left circumflex artery. After a 0.014 unspecified guide wire crossed the lesion, a 2.75mm x 12mm liberté¿ stent was advanced. An attempt was done to inflate the delivery system balloon but failed. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment.

Manufacturer narrative:
Date of birth: 1961. Device evaluated by MFR: returned product consisted of a liberte sds. The stent was not returned for product analysis. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded with the stent impressions. Microscopic examination revealed that the inner shaft was buckled on the distal side of the proximal markerband. Microscopic examination presented no damage or irregularities in the balloon or bonds. Functional testing was performed by prepping the device with an inflation device filled with water. The device was connected to the inflation port and inflated to rated burst pressure. The catheter maintained constant pressure and there was no indication of any leaks or other irregularities. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).